Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the outer sheath of the device stretched. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed a gap between the clevis and sheath jacket. The device riveting and welding was evaluated and met product specification. Functionally, the forceps were able to be opened and closed within specification. The condition of the returned incident device was not consistent with the complaint that the device would not open. However, the device presented with a gap between the clevis and jacket which falls outside specification. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Correction: according to the complainant, during the procedure the outer sheath of the device was noted to be stretched and possibly damaged. Additional information received: the complainant stated that when the device were positioned at the biopsy site, the jaws did not open, and a specimen, therefore, could not be obtained. There was no difficulty removing the device from the patient.

Manufacturer narrative:
Patient identifier, age and weight are unknown. However, patient over 18 years old.(B)(4): (sheath stretched). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the outer sheath of the device stretched. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Correction: sheath stretched. Sheath damage. The device has been returned, however, the evaluation is not complete. If there is relevant information from the evaluation to report, then a supplemental report will be filed.